Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1400 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading and heart attack. Customer had confusion and slurred speech very quickly. Customer treated their high blood glucose reading with insulin. Customer current blood glucose was 260 mg/dl. Customer blood glucose at the time of the incident was 1400 mg/dl. Customer was wearing the pump at time of hospitalization. Customer did not finish troubleshooting since the insulin pump was at doctor office. Customer also had rewinding issue. Insulin pump will not be returning for analysis.